Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant the patient complained of dyspnea and diaphragm spasms. An apical pneumothorax was found, which was successfully resolved by drainage. The leads remain in use. The patient is a participant in adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported it was a left sided pneumothorax.